Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken nail was attributed to the patient falling and damaging the implant. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The im nail was replaced with a 9mm x 300mm standard nail per the sign technique manual. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on 3/24/2016, that a sign im nail implanted to repair a fracture was replaced due to additional trauma. Surgeon comment: "she was slipped and fell down from her height on (B)(6) 2016. Fracture with the nail. We have to replace the new nail on (B)(6) 2016. "